Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips and stated that they disagreed with the 12-lead ECG interpretation of atrial fibrillation. There was no report of negative pt impact.